Event description:
It was reported that smartsite needle-free connector was not able to activate smartsite on 10 occasions. The following information was provided by the initial reporter: the reported feedback suggests that unable to activate smartsite. Once a syringe is connected to the smartsite connector even with significant force does not flush. It almost feels like there is resistance within the inner workings. This occurred in a number of different clinical areas.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 08/24/2020. Investigation conclusion one 2000e-04 sample from lot 20046920 was received for investigation in opened packaging; residual fluid was present in the sample. Additionally a bd connecta set from lot 0031454a was received in opened packaging to assist the investigation. A visual inspection of the samples did not identify signs of damage or manufacturing issues which could have contributed to the customer's experience. The 2000e-04 sample was connected to a 50 ml bd plasipak syringe from retained stock and subjected to a flush; no occlusion or flow resistance was identified during testing. Furthermore, the sample was connected to the male luer of the received bd connecta product; no occlusion or flow issues were identified during a flush through. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20046920 and 20036983 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect. H3 other text : see h10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20046920, medical device expiration date: 2023-04-25, device manufacture date: 2020-04-24. Medical device lot #: 20036983, medical device expiration date: 2023-03-25, device manufacture date: 2020-03-24. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smartsite needle-free connector was not able to activate smartsite on 10 occasions. The following information was provided by the initial reporter: the reported feedback suggests that unable to activate smartsite. Once a syringe is connected to the smartsite connector even with significant force does not flush. It almost feels like there is resistance within the inner workings. This occurred in a number of different clinical areas.